Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise oversensing. The rv lead noise resulted to pacing inhibition. No intervention was performed. There were no patient consequences.

Event description:
New information received noted that an x-ray was done.